Event description:
A patient received a v.a.c. Therapy for two months in 2009, for an abdominal wound. Medical records indicate that the patient was admitted to the hospital for a colostomy reversal and exploratory surgery of a non-healing, draining abdominal wound. During surgery, a piece of v.a.c. Granufoam was found in the patient's abdominal wound and was removed. According to the patient's surgeon, the patient resumed v.a.c. Therapy approx two months later.

Manufacturer narrative:
V.a.c. Labeling warns under "foam placement", "always count the total number of pieces of foam used in the wound and document that number on the drape and in the patient's chart." It also states under "foam removal", "v.a.c. Foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of foam pieces was removed as placed. Foam left in the wound for greater than the recommended time period may foster in-growth of tissue into the foam, create difficulty in removing the foam from the wound, or lead to infection or other adverse event."